Event description:
It was reported that the right ventricular (rv) lead was damaged. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.